Event description:
It was reported that the display on the insulin pump went blank for no apparent reason. The reported blood glucose reading was 288 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube and battery cap.